Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Knot pusher did not go down on the half way after releasing the suture.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visual inspectio of the implant system. Except the soiling we noticed no abnormalities. The threads were all in the prescribed position and the roeder knot is intact. In the next step we tried to pull the thread through the knot. This was not possible (as the complaint described). Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand the last three years. Conclusion and root cause: the root cause is most probably manufacturing related. Rationale: the roeder knot seems tightened to firmly, so it does not work as intended. No CAPA is necessary.